Event description:
It was reported that touchscreen on pump was cracked and shattered after customer played sport, and screen under protector was damaged so pump display was illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for placing damaged pump into storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.